Event description:
The facility reported a "failure message." After reviewing the event history, the baxter repair tech confirmed this failure message to be fail code 500. It was revealed through the event history that this failure did not occur during an infusion. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event.